Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml plunger rod was broken / damaged. The following information was provided by the initial reporter: material: 309653, batch#: 5176466. Verbatim: rcc received a complaint via email. Xxx has received a product complaint for the bd product syringe 50cc luer-lok (l) 5176466 from a patient regarding a break in the plunger of the syringe. Please refer to the attached pictures provided by the patient as evidence. This complaint has been filed in xxx qa records as pc-(B)(4). The patient provided the following statement via email: "I just had a break in the plunger of the syringe, which I thought was peculiar. I was able to infuse that dose. The pump still pushed on the syringe, despite the plunger of the syringe being broken." The reporter did not provide an assessment of causality, and no additional information is available at this time. Xxx will forward any additional information upon receipt. If this issue has already been recorded in your quality system, could you please provide us with the corresponding reference number for our records? Bd syringe 50cc luer-lok (l) 5176466. Additional information received on 14-nov-2025: 2. Describe any patient harm, injury, complication, or negative outcome that occurred as a result of the event: no injury, no harm, no complication, no negative outcome. The patient was still able to infuse that dose. The pump still pushed on the syringe, despite the plunger of the syringe being broken.

Manufacturer narrative:
(B)(4) follow up. It was reported that the syringe plunger was broken. To support the investigation, two photographs were provided for evaluation by the quality team. One image shows the packaging blister top web, while the other depicts a syringe with a damaged plunger rod thumb press. This condition may occur if a jam happens during the syringe plunger rod assembly process. A review of the device history record was conducted for material number 309653, lot 5176466. The review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All processes and final inspections were performed in accordance with specification requirements. Verification of the syringe plunger rod assembly process confirmed that settings and alignment were correct and product flow was satisfactory. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the provided photographs, the customer¿s reported issue has been confirmed.